Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the malposition was attributed to the poor coaxial alignment of the delivery system and valve. The patient¿s severely calcified sinotubular junction, and severely calcified aortic leaflets might have also been contributing factors. The pvl was likely a result of the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the (B)(4) edwards affiliate, during a transfemoral tavr procedure in the aortic position, the 26mm sapien 3 valve was deployed in a too ventricular position which resulted in severe paravalvular leak (plv). A second valve was deployed. The 26mm sapien 3 valve was deployed in a 30:70 aortic/ventricular position. Post deployment it was noticed that the valve ended up too ventricular on the left coronary side with severe paravalvular leak (pvl) at the left coronary cusp. The decision was made to deploy a second valve within the first valve. A second 26mm sapien 3 valve was implanted in a 50:50 position with good results and no residual pvl. The patient was stable at the conclusion of the case. The malposition was attributed to the poor coaxial alignment of the delivery system and valve. The patient¿s native aortic annulus measured 21mmx25mm by CT. The native annulus and leaflets had severe calcification and the root was moderately calcified. The sinotubular junction (stj) measured 26mm and was severely calcified. The sinus of valsalva (sov) measured 31mm. The patient had porcelain aorta, mild mitral annular calcification and mild ventricular septal hypertrophy. Additionally, the image intensifier angle was noted as good and the coaxial alignment of the delivery system was described as poor, ventilation was held and there was no loss of pacing capture during valve deployment.

Event description:
As reported by the european edwards affiliate, during a transaortic tavr procedure in the aortic position, the 23mm sapien 3 valve landed in a too ventricular and canted position, which resulted in severe paravalvular leak (plv). A second valve was deployed. Initially, a balloon valvuloplasty was not performed. The 23mm sapien 3 valve was placed in a 50:50 position which remained after inflation in the right and non-coronary cusp, however, in the left coronary cusp the valve moved a bit lower. The valve was deployed in a 30:70 aortic/ventricular position. Post deployment it was noticed that the valve ended up too ventricular on the left coronary side with severe paravalvular leak (pvl) at the left coronary cusp. The decision was made to deploy a second valve within the first valve. A second 23mm sapien 3 valve was implanted in a 50:50 position with good results and no residual pvl. The patient was stable at the conclusion of the case. Pod11 the patient was reported to be doing very well and was being dismissed from the hospital back to home. The malposition was attributed to the poor coaxial alignment of the delivery system and valve. The patient¿s native aortic annulus measured 21mmx23mm by CT with an area of 385cm². The native annulus and leaflets had severe calcification and the root was moderately calcified. The sinotubular junction (stj) measured 24mm and was severely calcified. The sinus of valsalva (sov) measured 31mm. The patient had porcelain aorta, mild mitral annular calcification and mild ventricular septal hypertrophy. Additionally, the image intensifier angle was noted as good and the coaxial alignment of the delivery system was described as poor, ventilation was held and there was no loss of pacing capture during valve deployment.